Manufacturer narrative:
The steris service technician was told by the user facility technician that water came out of the floor cabinet out onto the floor and was cleaned up with blankets. The steris technician turned on the water supply and observed a water drip approximately every 3 seconds at a double male hose coupling. The technician unthreaded both sides of the coupling and found one partially sliced rubber washer. The technician replaced it and rethreaded. The technician ran three diagnostic and one processing cycles and the unit was found to be operational. The technician stated that the coupling was installed because the user facility required all hoses, big blue housing and prea&b filter assembly be installed inside their floor cabinetry. The steris technician stated that the coupling will be de-installed by replacing with a new hose.

Event description:
The user facility reported that water had leaked overnight from a hose on the system 1e processor resulting in a puddle on the floor. No injuries or procedural delays/cancellations were reported.